Manufacturer narrative:
Device was not returned.

Event description:
Cayenne medical was notified on 02/15/2017 that a quattro suture needle tip broke during a case. It was also reported that the broken piece could not be located, and therefore was left in the patient.